Manufacturer narrative:
This follow-up report is being submitted to correct the following field that was entered erroneously in the initial report: g3: 01-aug-2025

Manufacturer narrative:
B3: unknown date in 2020. D6a: unknown date in 2020. D10: alteon ha collared stem size: 5. Alteon cup, cluster-hole 52mm. Alteon neutral liner. Biolox delta femoral head, 12/14 taper 36mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total hip replacement on the right side. Subsequently, the patient experienced a fall at approximately 4 months post-op, which caused some pain and tenderness/inflammation around the trochanter. At follow-up 1-year post-op, those issues were not resolved. The patient was treated with therapy. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6. The reason for the clinical symptom of pain reported cannot be conclusively determined but may be related to infection, component loosening, instability, osteolysis, impingement, bone fracture, other patient-related conditions, or a combination of these. However, this cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.